Event description:
A facility reported a perforator did not disengage causing a tear in the dura matter. Suture was necessary to stop the bleeding of the superior sagittal sinus. The perforator was used in a surgery for meningioma.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The perforator was returned for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the perforator unit was inspected using the unaided eye. No anomalies were observed. Functional spring test and functional test were performed; no anomalies observed. Based off the failure analysis the complaint could not be confirmed. Root cause - he root cause is undetermined and was unable to be confirmed in the complaint evaluation. A review of the device history record and trending were performed as part of the evaluation. Product was received for analysis and the investigation could not confirm the complaint. Potential causes of failure include: user misuse.